Event description:
Customer's husband reported customer was hospitalized for diabetic ketoacidosis on (B)(6) 2014. She started having high blood glucose last tuesday. That night customer's blood glucose was 80 mg/dl. Twenty four hours later her blood glucose was 460 mg/dl. She was experiencing frequent urination and lethargy. She stated she was close to a diabetic coma. 911 was called and customer went to the hospital. She was treated with an insulin drip. She will only be released after her insulin pump is checked. The drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer was advised that high blood glucose levels are often caused by site or set issues. Troubleshooting could not be completed due to lack of supplies. Customer will call back later to finish troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.